Manufacturer narrative:
Section d4, d10, e3, e4, h3, h4: additional information. Section b1, b2, d4 (UDI), g3, h6 (device code): correction. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas confirmed internal driveline wire damage that would have contributed to the reported low speed operation events and the inability to start the pump following a driveline repair. The device was returned assembled with the driveline cut approximately 0.5 inches from the pump housing, a segment measuring approximately 3.5 inches was returned, another segment measuring approximately 10 inches was returned, and a distal segment measuring approximately 23 inches. A driveline repair was partially performed on the distal segment approximately 16 inches from the original driveline controller connector and one wire from each of the 3 phases (black, red, yellow) were soldered to the original driveline. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. The drivelines were both tested for continuity in the conditions that they were received, and the driveline repair segment did not reveal any discontinuities or shorts. The original segment of driveline revealed a discontinuity in the black wire on the 10-inch segment during continuity testing. The remaining wires on all segments of the original driveline did not reveal any additional discontinuities or shorts. The distal portion of driveline had adhesive wrap from approximately 3 to 9 inches from the controller connector. Upon removal of the wrap, the silicone sleeve was noted to be damaged from approximately 4 inches to approximately 7 inches from the controller connector. The bionate layer was discolored dark brown throughout the entire distal portion of the driveline but was otherwise unremarkable. The metal braided shield had significant breakdown through the entire distal portion as well as approximately 7 inches from the pump housing. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination of the driveline revealed a complete break in the conductor of the black wire in the 10-inch segment approximately 7 inches from pump housing. Examination of the remaining portions of driveline along with hipot testing revealed breaches to the insulation of the green wire approximately 7.25 inches from the pump housing, the insulation of the brown, orange, and yellow wires approximately 7 inches from the pump housing, and in the insulation of the red wire approximately 6.75 inches from the pump housing. All areas of wire insulation damage, as well as the conductor breakdown on the black wire, appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining portions of all segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed damage to the black wire conductor would have contributed to the pump being unable to start during the driveline repair. The observed insulation damage to the black, brown, red, orange, yellow, and green wires would have contributed to the reported low speed operations if any of the exposed conductors from any of the wires made contact with the metal braided shield while the patient was operating on a mobile power unit or a power module on a grounded patient cable, resulting in a short to shield. Incidental finding: damage to the outer silicone jacket of the external portion was observed during the investigation. The heartmate ii lvas IFU covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 8 years 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2011. It was reported that the patient reported intermittent red heart alarms. On (B)(6) 2019 the system controller was exchanged. The previous system controller had low speed and low flow alarms. Analysis of the log file received a number of speed drops under the low speed limit on days 457 and 458 while connected to the power module. Analysis of the log file for the new system controller revealed a speed drop less than the low speed limit on day 3 while connected to the power module. Patient presented to hospital for external driveline repair. The external driveline repair was performed; however, when the new lead was switched over the pump would not start. The old lead was hooked up to the system controller and the pump was restarted. The repair was not completed. A pump replacement was conducted on (B)(6) 2019. No additional information was provided.